Manufacturer narrative:
Result : timming links.

Event description:
It was reported by svc report that head right side rail will not latch. It is unk if there was pt involvement or if there are adverse consequences to report.